Event description:
The patient underwent full revision surgery. The explanted lead and generator were not returned to the manufacturer for analysis. No additional relevant information has been received to date.

Event description:
It was reported that a patient's device showed high impedance, which was identified during a system diagnostic test. The patient did not experience any trauma or injury to the device. Upon identifying the high impedance, the normal mode and magnet mode output current were both programmed off. No additional relevant information has been received to date. No surgical intervention has occurred to date.